Event description:
Information was received indicating that the sensor to a smiths medical level 1® h-1200 fast flow fluid warmer was indicating that it was coming out, revealing error and air clamp. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device confirmed the reported issue. The cause of the air alarm was determined to have been a loose air detector.